Event description:
It was reported that the pulse generator could not be interrogated. The patient's presenting rhythm revealed an intrinsic rate of 50 beats per minute with no evidence of pacing. Magnet application revealed no change in the patient's rhythm. In 2007, battery data was 2.68 v, 16 ua, 3.3 k and an estimated 1.5 to 1.75 years remaining longevity. The device was replaced, due to the inability to communicate.

Manufacturer narrative:
No medwatch form was received.